Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case)- unable to remove battery cap issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during investigation, the battery cap was found to be stuck to the pump upon return and had to be forcefully removed. The top of the battery cap was damaged.